Event description:
It was reported that the rear housing was warped. The customer returned the product for warped rear housing, and during physical inspection it was found that the air detector was damaged. This was found during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. After investigation the results indicated a reportable malfunction due to the damaged air detector found during visual inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector.